Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a right hemicolectomy, while doing a resection of the small intestine, one of the reload had poor staple formation and the other one was not able to fire, additional tissue resection was made due to device malfunction. The surgical time was extended by 30 minutes. Another device was used to complete the case.